Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection of the left subclavian artery developed. It was reported that the site was tortuous. Subsequently, a repair was performed successfully. It was unknown if the delivery catheter system (dcs) caused or contributed to the dissection. No additional adverse patient effects were reported.